Manufacturer narrative:
(B)(4). Pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, minor scratched and cracked display window. Unable to perform the basic occlusion and occlusion tests due to reservoir tube lip anomaly. Pump passed the operating currents measurement, self test, unexpected restart error test, displacement, prime and excessive no delivery tests.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose levels. Customer also reported that the reservoir compartment of the device was damaged and the reservoir would not lock into place. Blood glucose level at the time of the incident was 300 mg/dl which was treated with a bolus. The following morning, the customer's blood glucose level was 50 mg/dl after taking a bolus at 7:00 am. Customer treated with food and glucose tablet. Customer declined troubleshooting. The customer was advised the insulin pump will be replaced and agreed to return the product for analysis.